Event description:
Meter had been readings low. During the check test, it was discovered the meter was reading in mmol/l. The customer did not allege any adverse event. The customer was not able to reset the meter back to mg/dl, but she alrerady had a replacement meter. Customer service verified that the replacement meter was working as designed. The meter set in mmol/l was to be returned for eval.